Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found.

Event description:
It was reported there was poor contact of the screen. The programmer was returned for repair. There was no patient involvement.